Manufacturer narrative:
This supplemental report was submitted to provide additional information and correction to the lot number for MDR# 8010047-2020-05481. The device was returned for evaluation. The (d4) lot number kr910070 was on the physical device. The device failed the probe check; error code u509. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it had normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe detached, the missing portion was not returned. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation and the previous investigation results, the probe broken possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. Olympus will continue to monitor the field performance of this device. As a result of checking the instruction manual, the following descriptions related to this event were as follows: - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned. The instructions for use state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿

Event description:
The user facility reported that the device failed an initial start up test prior to a hysterectomy procedure. The jaws were open, then the jaws were brought together. An active piece broke off, but not inside the patient. The procedure was completed with a different device. There was no patient injury reported. No additional information was provided.